Event description:
A pt had a low enterio resection/left hemicolectomy and the anastomosis was created with the car 27 device. At 30 day post-operation, a rectovaginal fistula and posterior leakage at the anastomosis site was indicated. Sigmoidoscopy was performed and the gastrographin enema confirmed the leakage. The pt did not have any complains because the pt has an ileostomy, and the leak was discovered because the pt came to perform the pouchgram, that is a standard of care, before ileostomy closure. The ring was taken out on the same day and a re-do of the anastomosis is scheduled to june.

Manufacturer narrative:
Anastomotic leak. No corrective or remedial actions were taken. The cumulative leak rate with the use of the car 27 device is within the law range of the leak rate reported in the literature.